Event description:
It was reported that when the pt circuit was disconnected from the ventilator, the alarm displayed but there was no audible alarm. The ventilator was removed from service. The respiratory therapist tested the ventilator, and it did not pass the alarm test. After the initial alarm test, the respiratory therapist noted the ventilator's audible disc/sense alarm. No pt harm reported.

Manufacturer narrative:
Na